Manufacturer narrative:
The reported device was received with original unopened product packaging. Label verification and visual examination were performed. The device was observed to have a tear in the packaging poly material. Due to the location and appearance of the defect area, it is likely that the device caused the damage to the packaging. A two-year review of complaint history reveals a total of 2 complaints regarding a total of 4 devices. During this same time frame, 12,670 devices have been manufactured and shipped worldwide. Should all devices have been confirmed to have failed this would make the rate of occurrence for this failure 0.0003. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(6) rejected one sb-12 1port 5-12mm seal body due to damaged packaging. In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.